Event description:
It was reported to medtronic neurosurgery that a strata ii regular was found to have a hole in it after it was implanted in the patient, but before the surgerical site was closed up. The valve was replaced with a new one. It was also reported that there was no impact to the patient.

Manufacturer narrative:
The product was returned. The device performance evaluation is anticipated but not yet begun. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).